Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, complication in site preparation, trauma / accident, immediate implantation, inadequate bone quality/quantity, pain, increased sensitivity, mobility (2021_2453 and 2021_2454 are same patient).